Event description:
It was reported that the patient was "hospitalized for a surgical readjustment of the left side electrode" on (B)(6) 2007. It was noted that the electrode was dislocated and was "without therapeutic efficacy." It was noted that the electrode was explanted on (B)(6) 2007. It was noted that the patient was re-implanted on the same day. It was noted that the patient's medication was readjusted. It was noted that the patient was discharged from the hospital 10 days later.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), product type extension; product ID neu_unknown_ext, serial# (B)(4), product type extension; product ID 3389-28, lot# b0462935k, product type lead; product ID 3389-28, lot# b0462936k, product type lead. (B)(4). (B)(6).